Manufacturer narrative:
The lot number was reported as 13rhf151; however, this is not a valid baxter lot number. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from january 8, 2021 - january 11, 2021. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye noted white drug residue inside the bag that contained the unit and also white drug residue at the connection of the blue winged luer cap. When the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened blue winged luer cap. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified during initial inspection; however, was not verified during functional testing. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use, indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The leak was noted after the folfusor was delivered and a few hours later the device had "liquid in the plastic bag containing the device". There was no patient involvement. No additional information is available.